Event description:
It was reported that the patient underwent a hip procedure on an unknown date. The patient was revised due to dislocation. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: unk taperloc 15 lat. G2: foreign - event occurred in australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.